Event description:
Description: fu pump was programmed wrong in the walkmed pump. Decimal point location varies from pump to pump. Rate was entered as 20mg/hr instead of 2ml/hr. Patient was admitted to hospital vistogard x 20 doses given to patient. (B)(6).